Event description:
Patient was allegedly sitting in the sling being weighed when the legs of the base allegedly bent in causing the lift to tip with the patient in the sling. The patient allegedly fell to the side. The mast was allegedly in the upper position when the weighing was taking place. Injury is alleged.

Manufacturer narrative:
RMA has not been initiated for this issue. Model rpa600 serial number/date code (B)(4) is approximately 11 years of age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age is unknown, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.